Event description:
It was reported that while performing a mock case in the biomedical shop, the balloon popped with twenty milliliters of fluid in it. No case involvement. No adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 10/12/2007. Conclusion- the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.